Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system was explanted due to infection and erosion. During explant it was noted that there was puss in the device pocket. No further patient complications have been reported as a result of this event.